Event description:
It was reported that the customer's blood glucose was at 409 mg/dl. The customer took insulin to correct. She stated that there was a crack on the battery compartment of her insulin pump and she received a battery out limit alarm while trying to insert the battery cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specifications. Off no power alarm function properly. The insulin pump had intermittent failed battery test alarm due to corroded battery tube. The device had cracked battery tube threads noted, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.